Event description:
It was additionally reported that there was a power outage at the patient's home during the time of the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log files. The submitted log files revealed on (B)(6) 2025, at 14:06:14, while the patient was connected to the mpu, low power hazard alarms activated due to the bus and relative state of charge (rsoc) voltages trending down towards zero. At 14:06:18, the alarm progressed to a no external power alarm. The alarms cleared by 14:06:40. The backup battery supported the system during the event. The loss of external power did not affect the controller¿s ability to support the pump and did not affect pump function. There were no other notable events in the data reviewed. The mpu (serial: (B)(6) was not returned for testing. Provided information indicated there was a loss of power to the house at the time of the event. The reported power outage was determined to be the root cause of the reported event. The device history record for the mobile power unit (serial number (B)(6) were reviewed. No deviations from manufacturing or qa specifications were shown from the mobile power unit. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to interpret and troubleshoot no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. The heartmate 3 lvas instructions for use section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook section 3 entitled ¿powering the system¿ cautions the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. Heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 - ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 - ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e - ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log files captured some low voltage hazards and no external power events at 1406 on (B)(6) 2025 while using the mobile power unit (mpu). It appeared that the mpu lost complete power, enabling the emergency backup battery (ebb) in the controller until power was restored to the mpu. No other unusual events were noted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.